Event description:
Doctor finishing a left femoral popliteal bypass, stapling leg, when the foot of the table started drifting down. The table was leveled and a stool was placed under the leg to finish the procedure. Patient was unharmed and unit was sent to biomedical services. Examination of table found that a hydraulic hose feeding the trend/reverse trend cylinder has been damaged from rubbing against the support blade used to support the hoses feeding the upper portion of the table. The table is being held for inspection by manufacturer.